Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Manufacturer narrative:
(B)(4) record review indicated the patient was diagnosed with staphylococcus warneri peritonitis secondary to constipation. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicated a causal relationship between the liberty cycler and the diagnosis of peritonitis. An investigation of the manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray-scale was not obstructed. The simulated treatment was performed and completed without any failures. The reported complaint lf33 encountered was not verified. The valve actuation test passed. The system air leak test passed. The load cell verification was within tolerance. The patient sensor calibration check passed. There were no internal inspection discrepancies.

Event description:
A peritoneal dialysis (pd) nurse reported the patient was diagnosed with staphylococcus warneri peritonitis. The patient was initially hospitalized due to severe constipation. The patient was found to not properly adhere to aseptic technique. The peritonitis was treated with vancomycin.